Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly at 85% battery life. There was no impact to the customer's blood glucose level. It was indicated that the customer was able to load a cartridge and resume insulin delivery prior to calling tandem technical support.